Event description:
Customer's wife reported her husband's reservoirs are having issues filling with insulin. Customer's blood glucose is unknown. The reservoirs are not drawing insulin. This has occurred with three fourths of customer's last five boxes of reservoirs. Customer stated he is unable to press the transfer guard onto the vial. Customer declined troubleshooting because the issue is a past event. Replacement reservoirs were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.